Event description:
The pt was being fed at home using a pump. Reporters stated the administration set was filled with 24fl oz of an enternal feeding solution and the pump was set to deliver 40ml/hr. Reporter stated the feeding should have taken 12 hours, but instead was "bolused" in 4 hours. Reporter also stated this occurred on at least 2 other administration sets, but did not provide the details of those events. Following the event, the pt awoke with vomitting from an overload of fluids. There was no illness, injury or medical intervention resulting from the event. One pt involved.